Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd microlance¿ needles was found with the needle broke down while ¿preparing a flacon of cancidas with nacl.¿ there was no report of injury or medical intervention required.

Manufacturer narrative:
Investigation summary: "returned sample evaluation" picture show a broken hub (pink plastic part) at the level of the injection point. "Lot number / product family history" complaint trending review of this lot and product family for this issue reveals no more complaints. "DHR/bhr review", "all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2103 (june 15 -18th, 2017) during which 61 visual inspections were carried out with zero defects noted. Needles (#7163004 were assembled in machine nº4407 (june 14-21st, 2017) during which 353 visual inspections of 25 units were carried out with zero defects noted. Research has no found abnormalities in injected hub batches #7160096, #7160211 (machine 3570 and 3548, respectively, in june, 2017) during which 99 visual inspections were carried out." X confirmed: bd was able to duplicate or confirm the customer's indicated failure mode. Customer complaint is related to broken hub; upon examinate returned picture is confirm. Investigation conclusion: root cause "based on above results, a broken hub (plastic part) issue took place. Taking into account and after discussing with our production technicians, the issue may be produced in the tray of the hub feeder where hubs are placed in racks (a plastic piece used to move needles though the assembled process). If any hub has some inappropriate placement due to some unexpected movement, it could have been enough damaged to break itself during handling of the product. In accordance, this tray have been replaced for a new one since it was slightly worn. In addition, based on our quality inspections and the limited complaints received related with this nonconformance we can assure that the probability of finding this issue in our manufacturing process is really low.